Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to verify battery out limit alarm due to blank display. The pump had scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display and battery out limit alarm from the insulin pump. The customer's blood glucose level was 110 mg/dl. The customer stated that she changed out the battery and received a battery out limit and blank display. The customer stated that the contacts on the battery cap are not missing or damaged. The customer stated that the battery compartment is corroded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.